Event description:
It was reported the pt's "skin was burned" while recharging her device. It was stated the pt received an "antenna too hot" message on her device and was burned. It was also stated the pt was having difficulty recharging her device. Troubleshooting was suggested. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.